Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on patch/shell bond edge assessed as unidentified (tear) opening (shell thickness within specification). Additional observations: observed creases on the device. Yellow particles observed inner the device. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.